Manufacturer narrative:
The cartridge is expected to be returned; however, it has not yet been received. A supplemental report will be submitted if the cartridge is received.

Event description:
It was reported that the customer's blood glucose (bg) level was 60 mg/dl and juice was consumed to address the bg level. The customer reported that the pump settings had been recently changed to deliver more insulin. Tandem technical support advised the customer to discuss the event with a healthcare provider.